Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm is unk. Severe calcification shelf in the aortic neck. It was reported that a slight type 1 endoleak was present on the final angiogram due to the severe calcification shelf that was in the aortic neck. The physician did not place another manufacturer's balloon expandable stent, because there was no balloon available to expand the stent. The pt will be monitored. Medtronic has made several attempts to obtain add'l info to no avail. The pt is reported to be fine.